Event description:
It was reported that one of the cables of the fenestrated bipolar forceps instrument was frayed. The instrument was not used on the patient. No patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint frayed wired is confirmed. Instrument was found with frayed pitch cable at distal clevis hub. No damage was found at the clevis. Electrical continuity passed. No other cable damage was found.